Event description:
Information was received indicating that at the end of therapy with a smiths medical sharps safety/portex abs linedraw dry heparin, it was noted that the plunger fell out and the syringe was emptied after blood test. No adverse effects were reported.